Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the pvl cannot be determined; however, per report, the valve may have been undersized during the initial implant procedure.  There was no allegation or indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 20 months post implantation of a 29mm sapien 3 valve in the aortic position, moderate paravalvular leak (pvl) was observed.  The valve was expanded with a delivery balloon with an +3 cc of volume.  Post dilation the pvl was trace. As reported, after initial implant of the valve trace pvl was observed. Per report, it¿s unclear of the cause of the pvl; however, the valve may have been undersized at the time of implant.